Manufacturer narrative:
(B)(4). The affected component is a hemoconcentrator. The device in question was requested for investigation in the laboratory of maquet. But the device hasn't arrived yet. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(4).

Event description:
It was reported that during priming with donor blood a leakage was noticed from the hemoconcentrator from the muf set; 20 ml donor blood was lost. There were no complications or danger for the pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). The affected component is a hemoconcentrator. The device in question was requested for investigation in the lab of maquet. But the device hasn't arrived yet. A supplemental medwatch will be submitted when add'l info becomes available.